Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, after fired noted that the tissue was not cut, and staples deployed on the tissue. The surgeon also noted that the firing trigger cannot p to p during the firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Cutting issue.

Manufacturer narrative:
(B)(4). Batch #t5dr3h. Additional inforamtion: male, (B)(6). Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.